Event description:
It was reported that the patient's right ventricular lead was explanted due to an unknown anomaly. The patient's condition was unknown.

Manufacturer narrative:
The lead was returned for unknown anomaly. A received, only the distal portion of the lead was returned in one piece for analysis. The lead was returned with insufficient information. Visual examination and electrical testing of the lead did not find any anomalies.